Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 520 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and performed a supply change to address the issue. On (B)(6) 2023 customer went to the emergency room and was treated with intravenous insulin. Customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.